Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact and the left and right plunge cases were damaged the visual inspection showed there was a check clutch/plunger lever error in history. Customer stated problem for check clutch was verified during occlusion tests. The occlusion and force sensor test problem could not be verified. The force calibration was in factory spec. Could not repeat force sensor test or occlusion issue stated by customer. The root cause was due to normal wear for check clutch error/ position pot was over 13 years old. The manufacturer replaced position pot for check clutch error. Recalibrated pump as part of the preventative maintenance procedure for occlusion and force sensor test error stated by customer. Remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that device force sensor test, failed occlusion alarm, check clutch/plunger lever. No patient injury reported.